Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic recurrent inguinal hernia repair procedure in 2006 and the mesh was implanted. Following the procedure, the patient experienced pain near the umbilicus and shortness of breath. The patient has followed up with an internist and other medical providers in the past two years. Ultrasound was performed and showed that the mesh failed and appears to have rolled. The patient has been told he has an incision hernia where the mesh split or failed in the area of the incision from laparoscopy. The surgeon recommended additional hernia repair for the incisional hernia. The patient has not received any medical or surgical intervention at this time. Additional information has been requested.